Manufacturer narrative:
One 8.5f fast-cath introducer sheath and dilator were received for evaluation. A brk needle/stylet assembly from current inventory could not be fully advanced through the returned sheath and dilator. The dilator tubing was cut lengthwise and a build-up of skived material was noted in the dilator. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the received condition of the device and the information provided, the cause of the skiving and subsequent insertion difficulty remains unknown.

Event description:
This report is to advise of an event observed during analysis confirming skiving of the introducer.